Event description:
Customer reports that the inside of the screen of the aviva meter appears yellowed and burnt. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.